Manufacturer narrative:
One device was returned for repair with complaint that the device failed psi testing during preventative maintenance. This was confirmed by functional testing. The device has not been serviced within the review period. The cause was due to downstream occlusion (dso) sensor. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device failed pressure (pounds per square inch) testing during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.